Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any change in the procedure? If yes, please explain could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes, it re-stapled with another brand of the staple (covedian). Hopefully, the patient's health status is normal but they keep the surgical drain for more than 10 days after surgery. The surgeon kept the surgical drain of the patient for more than 10 days after surgery because of being sure about not occurring any adverse consequences for the patient. Hopefully, it was not seen any adverse issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the by-pass procedure, the 3rd cartridge of the ecr60b, in the gastro body, after firing it was seen the staple line was not complete. Part of it was without staples and the rest, staples were malformed. These reloads were used by echelon power (ple60a).

Manufacturer narrative:
(B)(4) date sent: 4/15/2021 one video received. This is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis of the video, the following was observed: the video shows a staple line on the tissue and some staples could be observed properly formed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.